Event description:
During pt treatment, the therapist erroneously pushed the emergency off button, causing the machine to shut down. The machine was re-started and the pt treatment was continued. Upon completion of a portion of the treatment, the therapist noted that the treatment dose display indicated warm up, rather than the pt's name. Based on the lcd display and the daily record printout, the therapists concluded that the machine warm-up beam was delivered to the pt. The therapists did not know how the pt was de-selected and the warm up selected.